Event description:
Laparoscopic shears used during surgery malfunctioned and melted the shielding on the shaft causing a burn lesions to the uterus requiring sutures and burn lesion removal. This is a reusable instrument. However, the tip of the instrument is disposable. The facility does reprocess this device.